Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, returned to the manufacturer a complaint device which was not working. The device user reported that the device fell into water. The device batch 0712c01 was manufactured in december 2007. The investigation found the reset mode and power button was non-functional. In addition there were missing dose number segments. This malfunction may cause an underdose or overdose. Malfunction confirmed. Corrective action: no corrective action is planned. Users are typically aware of missing dose number segments. The direction for use prohibits continued use. Improper user and storage. There is evidence of improper use and storage. The user reuses needles which can result in an underdose. However, this misuse is not relevant to the user's complaint or investigation findings. The user reported the device was exposed to water. An internal inspection of the pen confirmed that liquid ingress caused corrosion of the lcd cable, resulting in the missing segments of the dose digits. The corrosion damage to the matrix and slider fingers resulted in the pen repeatedly going in reset mode when turning the dial. Corrosion to the power button e-module caused the power button to become non-functional. The user manual states in the care, storage, and disposal section to keep the pen and case away from water, moisture, or wet surfaces as pen and case are not watertight. Therefore, it was concluded that improper use or storage caused the electronic malfunction.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir/ burgundy penbody (lot 0712c01) was reported to have fell in water and was not working anymore. This humapen memoir was associated with product complaint number 1108381. The operator of the device was unknown, but it was known they were a trained operator. The patient had used this device model for approximately six to twelve months. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose numbers and reset mode. It was unknown if this humapen memoir was continued. Refer to results/conclusions section. Update (B)(6) 2009: initial ((B)(6) 2009) and follow up ((B)(6) 2009) processed together).